Event description:
The pt had a port placed for chemo therapy. The port broke and had to be removed. The catheter was in the right ventricle, having come free from the reservoir. The pt came to interventional radiology where the broken device was removed.